Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4)

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 95% stenosed and located in the mid right coronary artery (rca). The lesion was treated using two passes with the oad on low speed. The device was removed to perform imaging, and a small perforation was noted in the proximal rca. The patient was hemodynamically stable. Balloon angioplasty was performed multiple times to resolve the perforation. No perforation was visible in the post procedure imaging and the patient was stable following the procedure.